Event description:
It was reported that the patient received three inappropriate atp therapies due to svt before returning to sinus. The device remains implanted. Patient condition was good and monitoring will continue.